Event description:
The field application specialist reported the user failed a proficiency survey for total protein urine/csf generation 3 (total protein) for two of three urine samples. Of the data provided, the results for one sample were discrepant. The original result was 97.2 mg/dl. The repeat result on cobas c501 serial number (B)(4) was 50.8 mg/dl. On (B)(6) 2010, the repeat result on the original instrument was 48.5 mg/dl. The survey acceptable range was 43-53 mg/dl with a mean of 48 mg/dl. No patients were involved in the event. The issue was with proficiency material only. The total protein reagent lot number was 62675101. The user declined a service visit as the instrument was running properly. The field application specialist determined the cause was unknown and stated she suspected a sampling issue with the samples or the instrument.